Manufacturer narrative:
Eval, results: height adjustment rack; litter cross brace.

Event description:
It was reported that while unloading the cot from the ambulance, the cot legs did not lock properly into position. The operator stopped the cot from dropping. The operator reported he has since experienced back pain and strain. No injury to the (B)(6) patient onboard was alleged.